Event description:
It was reported that the physician requested review of stored device data. Technical services (ts) reviewed per request. Ts advised high out of range shock impedances, high out of range pacing impedances, noise, and oversensing were observed on this right ventricular (rv) lead. In addition, the signal artifact monitor was disabled, and inappropriate anti-tachycardia pacing was delivered due to supraventricular tachycardia. Ts suggested the patient been seen for a full rv lead evaluation. Additional information provided the patient was seen in clinic and a rv lead fracture was confirmed. There was no capture during lead testing. Therapies were turned off at this time. The physician recommended the rv lead be replaced. No additional interventions have been taken at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.